Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button gets stuck and was unresponsive at times. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, the up arrow keypad button was over responsive; all other keypad butts responded appropriately. The keypad was removed and no evidence of contamination was found under button contacts. The up button contact was cracked. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.